Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited apparent intermittent under-sensing, possibly contributing to inappropriate event termination of atrial tachycardia/atrial fibrillation (at/af) episodes, at device classified termination of events, arrhythmia appears to continue beneath detection rate. The ra lead remains in use. No patient complications have been reported as a result of this event.